Event description:
It was reported that during a laparoscopic cholecystectomy three devices were opened and the clips scissored, did not form, or were tilted in the jaws of the applier. Three non-sterile devices and five sterile devices are being returned for analysis from two different lot numbers. A reusable endoscopic clip applier was used to complete the procedure. Or time was extended by approximately 20 minutes. There was no patient consequence.